Manufacturer narrative:
Pump received with scratched lcd window. Unit received with cracked battery tube threads. Pump received with cracked reservoir tube lip.

Event description:
It was reported that the customer's insulin pump had many scratches and the display was worn. No blood glucose reading provided. No further information provided.